Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 382 mg/dl, 43 mg/dl, and 59 mg/dl. Low blood glucose symptoms were reported with these results; customer was able to self treat. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).